Event description:
It was reported that the arctic sun device was shutting down during use. The biomed powered it on and had allowed the device to run but the biomed could not see the device shutting down. The device would be sent in for investigation. Per follow up information received on 27aug2021, the biomed stated that they were unsure if the therapy was completed with the arctic sun device and was unsure of the exact issue. The arctic sun device was being sent to the depot for evaluation. As per the sample evaluation results received on 16may2022, low flow alarms during assessment testing occurred. Pressure readings were not steady and fluctuating between 0.1psi and -11.5psi while in manual normothermia mode using a test loop. This was caused by a failing circulation pump. The double bend tube from the tank to the manifold and the l tube from the chiller outlet to the chiller tank had expanded and deformed. The hot and neutral connections between the power inlet module and the main voltage circuit card showed signs of electrical overstress. Mixing pump motor had a cracked pump mounting thread. The tank seals were deformed and lifted from the tank. The patient temperature output (pto) was not functioning during acats (automated calibration and test system) calibration testing unit (ctu) testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The hot and neutral connections between the power inlet module and the main voltage circuit card showed signs of electrical overstress. Device passed all applicable testing and was ready for use. The root cause includes: o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided. The device history record was not reviewed. Labeling review was not required because labeling could not have prevented this issue. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was shutting down during use. The biomed powered it on and had allowed the device to run but the biomed could not see the device shutting down. The device would be sent in for investigation. Per follow up information received on 27aug2021, the biomed stated that they were unsure if the therapy was completed with the arctic sun device and was unsure of the exact issue. The arctic sun device was being sent to the depot for evaluation. As per the sample evaluation results received on 16may2022, low flow alarms during assessment testing occurred. Pressure readings were not steady and fluctuating between 0.1psi and -11.5psi while in manual normothermia mode using a test loop. This was caused by a failing circulation pump. The double bend tube from the tank to the manifold and the l tube from the chiller outlet to the chiller tank had expanded and deformed. The hot and neutral connections between the power inlet module and the main voltage circuit card showed signs of electrical overstress. Mixing pump motor had a cracked pump mounting thread. The tank seals were deformed and lifted from the tank. The patient temperature output (pto) was not functioning during acats (automated calibration and test system) calibration testing unit (ctu) testing.